Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to atrophy. The previous cuff was removed and replaced with a 4.5 cm cuff. No information about the patient's outcome was provided. Additional information received. The previous cuff was placed in the correct location and was the correct size at time of implantation. The patient also presented recurring incontinence. The patient had a good outcome.